Manufacturer narrative:
The main component of the system and other applicable components are: product ID: pnma01411a004, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient really did not like the burden of recharging her ins. As a result, the patient was being scheduled to switch her ins out to a primary cell ins. They were awaiting insurance authorization and pre-operative clearance. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: pnma01411a004, serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they have been trying to contact a manufacturing representative (rep) for about a year because their implantable neurostimulator (ins) is dead. The patient indicated that they had problems with recharging the device in (B)(6) 2016, because they couldn't get the recharging belt on and it would fall down. They stated that they were supposed to receive adhesive pads to help with recharging, but they never did. The patient noted that the belt stayed on when they sat down, but then they wanted to do chores and it didn't stay up. They mentioned they had met with a healthcare provider and the ins would not fully charge after 30 minutes. The patient said that as soon as the ins charge stopped, their ins went dead. They mentioned that they reached out to their healthcare provider and left them a message regarding scheduling an ins replacement. Additional information received from a manufacturing representative on 2017-06-29 indicated that the patient is supposed to let them know when their battery replacement is scheduled for. No further complications were reported. The patient was implanted for complex regional pain syndrome type I and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she was trying to get the implant battery going because it was completely dead for more than a couple of months. The patient had gone to the doctor¿s office and they had wanted to get the battery up and going but the patient couldn't get it to charge. The patient could only get the reposition antenna screen on the recharger. The patient noted the last time she successfully charged was about a year ago. The patient mentioned that the doctor¿s office told her that they were going to take the implant our and put in a battery that she didn't have to charge all the time because she liked to move around and not sit down and charge.